Event description:
This spontaneous case was reported by a pharmacist and describes the occurrence of asthenia ('severe asthenia') in a (B)(6) year-old female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida (including one with twins), vaginal delivery and contact eczema. Concurrent conditions included menopause since 2007. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced asthenia (seriousness criteria medically significant and intervention required) and eczema ("nickel-related eczema"). The patient was treated with surgery (bilateral salpingectomy after coronectomy by laparoscopy). Essure (ess205) was removed on (B)(6) 2020. At the time of the report, the asthenia and eczema outcome was unknown. The reporter provided no causality assessment for asthenia and eczema with essure (ess205). The reporter commented: removal was performed at the patient's request and was due to medical reason (medically necessary). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.3 kg/sqm. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 30-dec-2020. The most recent information was received on 31-mar-2021. This spontaneous case was reported by a pharmacist and describes the occurrence of allergy to metals ('very significant nickel allergy') in a 40-year-old female patient who had essure (ess205) (batch no. 620727) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii (including one with twins), multigravida and contact eczema. Rather good stamina in the past. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2007, the patient experienced genital haemorrhage ("significant hemorrhages"). In 2009, the patient experienced menopause ("menopause two years after insertion"). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), dyspareunia ("sexual relations unbearable, extremely painful"), dermatitis allergic ("nickel-related eczema +++"), asthenia ("severe asthenia"), fatigue ("permanent fatigue, forced to go to sleep in the middle of the day"), dyspnoea exertional ("exertional dyspnea"), auditory disorder ("hearing problems"), tinnitus ("tinnitus"), feeling cold ("excessive reactions to the cold"), cataract ("cataract at age 54") and disturbance in attention ("concentration impaired"). The patient was treated with surgery (bilateral salpingectomy after cornuectomy by laparoscopy). Essure (ess205) was removed on (B)(6) 2020. At the time of the report, the allergy to metals, dyspareunia, menopause, fatigue, dyspnoea exertional, auditory disorder, tinnitus, feeling cold, cataract and disturbance in attention had not resolved, the genital haemorrhage had resolved and the dermatitis allergic and asthenia outcome was unknown. The reporter considered allergy to metals, asthenia, auditory disorder, cataract, dermatitis allergic, disturbance in attention, dyspareunia, dyspnoea exertional, fatigue, feeling cold, genital haemorrhage, menopause and tinnitus to be related to essure (ess205). The reporter commented: removal was performed at the patient's request and due to medical reason (medically necessary). Significant hemorrhages after the implants were inserted and then menopause two years later without suspecting for a single moment that it could come from there. Impossible to live like other people, for example, I cannot follow a group of hikers, even those much older than me, I am out of breath at the slightest effort whereas before I had rather good stamina. Forced to go to sleep in the middle of the day, I had to quit my job, I isolated myself to relax and live as if I was 80 years old. I still did not imagine that it could come from the implants, I had forgotten them, they were so well hidden in my tubes... Eczema +++ was triggered and was followed by a battery of allergy tests showing a very significant nickel allergy. Hearing problems, tinnitus. Excessive reactions to cold. Latest diagnosis: cataract at age 54. This is what made me decide to remove this poison. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.3 kg/sqm. Allergy test - on an unknown date: battery of tests showing a very significant nickel allergy. Lot number:620727, manufacturing date:2006-07, expiration date:2008/04. Quality-safety evaluation of ptc: the investigation of the sample could not confirm any quality defect. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. Most recent follow-up information incorporated above includes: on 31-mar-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on 30-dec-2020. The most recent information was received on 26-feb-2021. This spontaneous case was reported by a pharmacist and describes the occurrence of allergy to metals ('very significant nickel allergy') in a 40-year-old female patient who had essure (ess205) (batch no. 620727) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii (including one with twins), multigravida and contact eczema. Rather good stamina in the past. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2007, the patient experienced genital haemorrhage ("significant hemorrhages"). In 2009, the patient experienced menopause ("menopause two years after insertion"). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), dyspareunia ("sexual relations unbearable, extremely painful"), dermatitis allergic ("nickel-related eczema +++"), asthenia ("severe asthenia"), fatigue ("permanent fatigue, forced to go to sleep in the middle of the day"), dyspnoea exertional ("exertional dyspnea"), auditory disorder ("hearing problems"), tinnitus ("tinnitus"), feeling cold ("excessive reactions to the cold"), cataract ("cataract at age 54") and disturbance in attention ("concentration impaired"). The patient was treated with surgery (bilateral salpingectomy after coronectomy by laparoscopy). Essure (ess205) was removed on (B)(6) 2020. At the time of the report, the allergy to metals, dyspareunia, menopause, fatigue, dyspnoea exertional, auditory disorder, tinnitus, feeling cold, cataract and disturbance in attention had not resolved, the genital haemorrhage had resolved and the dermatitis allergic and asthenia outcome was unknown. The reporter considered allergy to metals, asthenia, auditory disorder, cataract, dermatitis allergic, disturbance in attention, dyspareunia, dyspnoea exertional, fatigue, feeling cold, genital haemorrhage, menopause and tinnitus to be related to essure (ess205). The reporter commented: removal was performed at the patient's request and due to medical reason (medically necessary). Significant hemorrhages after the implants were inserted and then menopause two years later without suspecting for a single moment that it could come from there. Impossible to live like other people, for example, I cannot follow a group of hikers, even those much older than me, I am out of breath at the slightest effort whereas before I had rather good stamina. Forced to go to sleep in the middle of the day, I had to quit my job, I isolated myself to relax and live as if I was 80 years old. I still did not imagine that it could come from the implants, I had forgotten them, they were so well hidden in my tubes... Eczema +++ was triggered and was followed by a battery of allergy tests showing a very significant nickel allergy. Hearing problems, tinnitus. Excessive reactions to cold. Latest diagnosis: cataract at age 54. This is what made me decide to remove this poison. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.3 kg/sqm. Allergy test - on an unknown date: battery of tests showing a very significant nickel allergy. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 26-feb-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 30-dec-2020. The most recent information was received on 31-mar-2021. This spontaneous case was reported by a pharmacist and describes the occurrence of allergy to metals ('very significant nickel allergy') in a 40-year-old female patient who had essure (ess205) (batch no. 620727) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii (including one with twins), multigravida and contact eczema. Rather good stamina in the past. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2007, the patient experienced genital haemorrhage ("significant hemorrhages"). In 2009, the patient experienced menopause ("menopause two years after insertion"). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), dyspareunia ("sexual relations unbearable, extremely painful"), dermatitis allergic ("nickel-related eczema +++"), asthenia ("severe asthenia"), fatigue ("permanent fatigue, forced to go to sleep in the middle of the day"), dyspnoea exertional ("exertional dyspnea"), auditory disorder ("hearing problems"), tinnitus ("tinnitus"), feeling cold ("excessive reactions to the cold"), cataract ("cataract at age 54") and disturbance in attention ("concentration impaired"). The patient was treated with surgery (bilateral salpingectomy after cornuectomy by laparoscopy). Essure (ess205) was removed on (B)(6) 2020. At the time of the report, the allergy to metals, dyspareunia, menopause, fatigue, dyspnoea exertional, auditory disorder, tinnitus, feeling cold, cataract and disturbance in attention had not resolved, the genital haemorrhage had resolved and the dermatitis allergic and asthenia outcome was unknown. The reporter considered allergy to metals, asthenia, auditory disorder, cataract, dermatitis allergic, disturbance in attention, dyspareunia, dyspnoea exertional, fatigue, feeling cold, genital haemorrhage, menopause and tinnitus to be related to essure (ess205). The reporter commented: removal was performed at the patient's request and due to medical reason (medically necessary). Significant hemorrhages after the implants were inserted and then menopause two years later without suspecting for a single moment that it could come from there. Impossible to live like other people, for example, I cannot follow a group of hikers, even those much older than me, I am out of breath at the slightest effort whereas before I had rather good stamina. Forced to go to sleep in the middle of the day, I had to quit my job, I isolated myself to relax and live as if I was 80 years old. I still did not imagine that it could come from the implants, I had forgotten them, they were so well hidden in my tubes. Eczema +++ was triggered and was followed by a battery of allergy tests showing a very significant nickel allergy. Hearing problems, tinnitus. Excessive reactions to cold. Latest diagnosis: cataract at age 54. This is what made me decide to remove this poison. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.3 kg/sqm. Allergy test - on an unknown date: battery of tests showing a very significant nickel allergy. Lot number: 620727, manufacturing date: 2006-07, and expiration date: 2008/04. Quality-safety evaluation of ptc: the investigation of the sample could not confirm any quality defect. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. Most recent follow-up information incorporated above includes: on 31-mar-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 30-dec-2020. The most recent information was received on 12-feb-2021. This spontaneous case was reported by a pharmacist and describes the occurrence of allergy to metals ('very significant nickel allergy') in a 40-year-old female patient who had essure (ess205) (batch no. 620727) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii (including one with twins), multigravida and contact eczema. Rather good stamina in the past. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2007, the patient experienced genital haemorrhage ("significant hemorrhages"). In 2009, the patient experienced menopause ("menopause two years after insertion"). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), dyspareunia ("sexual relations unbearable, extremely painful"), dermatitis allergic ("nickel-related eczema +++"), asthenia ("severe asthenia"), fatigue ("permanent fatigue, forced to go to sleep in the middle of the day"), dyspnoea exertional ("exertional dyspnea"), auditory disorder ("hearing problems"), tinnitus ("tinnitus"), feeling cold ("excessive reactions to the cold"), cataract ("cataract at age 54") and disturbance in attention ("concentration impaired"). The patient was treated with surgery (bilateral salpingectomy after cornuectomy by laparoscopy). Essure (ess205) was removed on (B)(6) 2020. At the time of the report, the allergy to metals, dyspareunia, menopause, fatigue, dyspnoea exertional, auditory disorder, tinnitus, feeling cold, cataract and disturbance in attention had not resolved, the genital haemorrhage had resolved and the dermatitis allergic and asthenia outcome was unknown. The reporter considered allergy to metals, asthenia, auditory disorder, cataract, dermatitis allergic, disturbance in attention, dyspareunia, dyspnoea exertional, fatigue, feeling cold, genital haemorrhage, menopause and tinnitus to be related to essure (ess205). The reporter commented: removal was performed at the patient's request and due to medical reason (medically necessary). Significant hemorrhages after the implants were inserted and then menopause two years later without suspecting for a single moment that it could come from there. Impossible to live like other people, for example, I cannot follow a group of hikers, even those much older than me, I am out of breath at the slightest effort whereas before I had rather good stamina. Forced to go to sleep in the middle of the day, I had to quit my job, I isolated myself to relax and live as if I was 80 years old. I still did not imagine that it could come from the implants, I had forgotten them, they were so well hidden in my tubes. Eczema was triggered and was followed by a battery of allergy tests showing a very significant nickel allergy. Hearing problems, tinnitus. Excessive reactions to cold. Latest diagnosis: cataract at age 54. This is what made me decide to remove this poison. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.3 kg/sqm. Allergy test - on an unknown date: battery of tests showing a very significant nickel allergy. Most recent follow-up information incorporated above includes: on 12-feb-2021: consumer follow up report via health authority: essure insertion date was specified, essure lot number was added: 620727. New events were added: menorrhagia, menopause, dyspareunia, fatigue, concentration impaired, exertional dyspnea, metal allergy, hearing problems, tinnitus, feeling cold, cataract. Consumer considered the events were related to essure we received a lot number in this case. A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.